Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted in 2009 for permanent sterilization by another doctor. Additional information was received on (B)(6) 2015. She was not pregnant. She experienced abdominal pain related to essure coils and wanted it removed. The reporting physician was not convinced that abdominal pain was related to essure but did remove the bilateral essure on (B)(6) 2015 through laparoscopy. Ptc (product technical complaint) result was also received (receipt date (B)(6) 2015). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who experienced abdominal pain, which she related to essure (fallopian tube occlusion insert). The devices were removed by laparoscopy. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the physician was not convinced that patient's abdominal pain was related to essure. However, since no alternative explanation is available and given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since devices removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up 03-dec-2015: the required number of follow up attempts have been completed, without response to date.

Manufacturer narrative:
Follow up 03-dec-2015: the required number of follow up attempts have been completed, without response to date.